Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the drainage catheter believed to be of cook manufacture was broken at the hub. The drainage catheter was exchanged due to the breakage. The customer later reported that no further information was available regarding the reported incident; accordingly, the circumstances surrounding the usage and handling of the device are not known. The device is reportedly unavailable for return.

Manufacturer narrative:
Investigation-evaluation: a review of the complaint history, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The rpn of the complaint device was reported as being unknown. It is known that the device was a multipurpose 8.5 fr drainage catheter. Based on shipping records to the customer, the rpn of the device is either ult8.5-38-25-p-5s-cldm-hc or ult8.5-38-25-p-6s-clm-rh. The lot number was not provided, so information on the manufacturing date cannot be determined. Only one device was involved in the complaint. As the manufacturing date and event date are unknown, the document review has been performed on document versions in effect at the time the event was reported. The manufacturing documents in place at the time of manufacture were reviewed, and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product includes the leakage failure mode and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The lot number was not provided, so a review of the work order for nonconformances could not be performed. Additionally, a search for similar complaints associated with the same lot number could not be performed. The current validation for 8.5fr mac-locs validates the proximal assembly process for both tensile strength and leakage. Device failure analysis was not performed as no device was returned. Based on the information provided, we do not have enough evidence to identify a definitive root cause at this time. This failure mode has been escalated per internal processes. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
Additional information received identified the device as a multipurpose 8.5fr drainage catheter. No other details were provided.